Event description:
Customer reports drinking orange juice after testing 76 mg/dl on the compact plus system. 40 minutes later customer reportedly received results of 354 mg/dl and 62 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
During review of the pump's event history by baxter personnel, a colleague infusion pump experienced failure code 808:02 twice, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.